Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that during catheter placement, the physician experienced difficulty when removing the spring wire guide (swg). The physician stated one of the clinicians held onto the patient and the physician was pulling as hard as they could to remove the swg. The swg was retrieved, but was unraveled and broken at the end.